Event description:
The gel-e donut by philips, ref #(B)(4) has a "mold like substance" on the surface and inside the gel. The size we were using was: "extra small". Two of them were opened in a pt's room before noticing the substance. We obtained 3 more from our storehouse and now a total of 5 had this "moldy like substance" on the inside of the bag. We will sent one back to the MFR today. Diagnosis or reason for use: to pad bony prominences.